Event description:
A ventilator was returned to a third-party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The device's power supply was noted to be inoperable. The device's power supply was replaced to address the issue. There was evidence of physical damage.